Event description:
It is reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a button error alarm from the insulin pump while trying to attempt a bolus. The customer reported replacing the battery on the insulin pump but the error remained. The customer also reported reverting to manual insulin injections for a few hours. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.